Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 4.1 was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 4-1 was broken. A field service engineer (fse) released all cubies from drawers 4.1 and 4.2, powered down the unit, removed the defective drawer, and installed the replacement before reconnecting it to the bus and powering the system back on. The cubies were reinstalled and the drawer was configured in the application. Final testing was completed in hardware test application (hta), and the customer successfully inventoried the drawer, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.